Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. The reported readings were found in the meter's memory. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An abbott representative called on behalf of a nurse and reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 17.3 mmol/l, 3.4 mmol/l and 17.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.